Event description:
It was reported that the patient experienced an infection at the ipg pocket site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the patient was hospitalized and received IV antibiotics to treat the infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has been resolved and patient has been discharged from the hospital.